Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation. The reported condition of "ruptured reservoir" was confirmed. This is a single use device and will not be repaired. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause will be identified/addressed through the CAPA investigation, idc-CAPA-(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). Additional narrative: the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
It was reported to baxter (B)(4) that the reservoir of one (1) infusor lv5 device had ruptured during patient use. The device was infusing 5-fluorouracil, normal saline and heparin sodium. There was no patient injury or medical intervention. No additional information is available.